Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at 10 atms on the initial inflation. No pt injuries or complications were reported. Pt status is reported as 'good'. Additional info has been requested regarding this event.